Event description:
It was reported that the handpiece began overheating during a total joint procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device overheating could not be duplicated. The device did not heat up during all testing. Service and maintenance were completed on the device, and it will be returned to the customer.